Event description:
It was reported a burr was noted at the distal tip of the outer cannula during preparation for a liver biopsy. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the cannula cutting tip was burred and mushroomed away from the cannula. The stylet was bent slightly down away from the cannula cutting tip. This type of damage can occur during test firing if the device needle is not supported per the dfu instructions. However, follow up indicated this device was most likely not test fired since the bend was noticed immediately upon removal of the device from the package. Therefore, co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use of attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."